Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0057621, medical device expiration date: 2021-09-30, device manufacture date: 2020-02-26. Medical device lot #: 0247324, medical device expiration date: 2022-03-31, device manufacture date: 2020-09-03. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine complete cup kit, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: verbiage received,"I received notification from one of our uchealth affiliated primary care areas that some of their bd urine transfer tubes were not filling up completely to the minimum fill line. The lot numbers for these tubes were 0057621 and 0247324. Do you know if there were any issues with this particular lot of tubes that we should be aware of?" Additional information received 05/28/2021: how many tubes were affected for each lot? 50+. Were there any erroneous results? None, because sample was sent in sterile container as alternative since product did not fill completely. Was the course of treatment changed? None.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-21. H6: investigation summary: bd received 13 samples from batch 0057621, 5 samples from batch 0247324 and 3 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed and show the level of the liquid below the minimum fill line. Additionally, the customer samples along with 10 retention samples from bd inventory (5 retention samples from batch 0057621 and 5 retention samples from batch 0247324) were evaluated by visual examination and draw testing. For batch 0247324, 1 returned sample out of 5 was below the specification limit. This is the only complaint for batch number 0247324. When the stopper was inspected after the draw was performed, multiple needle punctures could be seen. When transferring a urine sample to a urine tube, the tip of the transfer straw or device needs to be completely submerged and only removed after the flow has stopped. For batch 0057621, all samples were within specification limits. Five retention sample tubes from both batches were draw tested. All retention sample tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode of underfill because the defect was observed in 1 of the 5 samples from batch 0247324; however, was not seen in batch 0057621 samples and could not be duplicated in the retention sample testing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® urine complete cup kit, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: verbiage received, - "I received notification from one of our uchealth affiliated primary care areas that some of their bd urine transfer tubes were not filling up completely to the minimum fill line. The lot numbers for these tubes were 0057621 and 0247324. Do you know if there were any issues with this particular lot of tubes that we should be aware of?" Additional information received05/28/2021: ¿ how many tubes were affected for each lot? 50+. Were there any erroneous results? None, because sample was sent in sterile container as alternative since product did not fill completely. Was the course of treatment changed? None.